Event description:
An ortho-clinical diagnostics lab specialist reported that a customer obtained mismatched results for a pt sample. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.